Event description:
It was reported that the ilet user experienced middle-of-the-night low glucose alerts, with pre-bed elevated glucose and bedtime carbohydrate snacks followed by correction boluses. Education was provided on effects of correction dosing during sleep and on potential continuous glucose monitor (cgm) compression readings when asymptomatic. Symptoms included lethargy, hypoglycemia with a nadir of 56 mg/dl, and episodes of hyperglycemia before bedtime peaking at 370 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to improper or incorrect procedure or method and involving missed meal announcement. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.